Event description:
It was reported that the patients ipg was faulty. The patient underwent an explant procedure. Additional information was received that the patient had a reaction to the device.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021, based on the patients device explant date.

Event description:
It was reported that the patients ipg was faulty. The patient underwent an explant procedure.